Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a history of tach ycardia and atrial fibrillation (afib), a temporary pacemaker was placed out of precaution. The valve was initially placed and complete atrio-ventricular (av) block occurred. As a result, the valve was recaptured and implanted in a ¿shallow¿ position. The temporary pacemaker was eventually removed on the same day after the valve implant procedure was complete. As reported, a pacemaker was no longer needed at that time. Three days following the valve implant, a complete av block occurred. Eight days after the implant of the valve, a permanent pacemaker was implanted. No adverse patient effects were reported.